Event description:
Pain in both knees [arthralgia], fever [pyrexia], chills [chills], urinary tract infection [urinary tract infection]. Case description: spontaneous report received on 19-aug-2008 from a consumer regarding a female patient, (B) (6). The patient had a history of knee pain and previous synvisc treatment in (B) (6) 2008. The patient received injections of synvisc in both knees on (B) (6) 2008, (B) (6) 2008, and (B) (6) 2008. The patient experienced worse pain in both knees after the synvisc injections. On (B) (6) 2008, the patient was treated with a corticosteroid injection in both knees. The pain in the right knee was somewhat improved, but the pain in the left knee continued. The patient also experienced fever, chills, and a urinary tract infection on unknown date(s) after the synvisc injections. As of the date of receipt of this report, the patient had not yet recovered.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.